Event description:
The customer reported via phone call experiencing high and low blood glucose levels. The customer also reported that the insulin pump had a blank display. She stated that she had to take the battery out, reinsert the battery, and push the buttons. She changed the battery but reported that the issue recurred. The customer's blood glucose was over 600 mg/dl. She also reported that the insulin pump had a crack in the corner of the screen across the top. She did not know how the damage had occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. During a follow up call, the customer later advised that her blood glucose returned to normal range.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.